Event description:
The paramedic was starting an IV. The needle separated from the hub and the blunt mechanism stayed intact. The IV catheter was removed. No pt treatment or injury associated with this event.